Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4). The dentist reported that 1 month after the dental implant was installed in intraoral region #14 it was verified its non-osseointegration. Patient presented insufficient bone quality/quantity (bone type IV).